Manufacturer narrative:
Section d, device identification section was updated. Relevant fields of sections d and g were updated. The lpa2 reagent lot number was 784617 with an expiration date of 31-aug-2025. During a review of the alarm trace data, "sample short" and "abnormal aspiration" alarms were observed. These alarms suggest preanalytical handling issues affecting sample pipetting. The sample probe was replaced on (B)(6) 2024. The field service engineer (fse) internally decontaminated the water flow and adjusted the gear pump pressure. The customer had no further issues after the service visit. Based on the information provided, the specific cause of the event could not be determined.

Manufacturer narrative:
The c502 module serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for lpa2 on a cobas 8000 c 502 module. "Sample 2" initial result was 369.1 nmol/l. The repeat result was 194.7 nmol/l. "Sample 3" initial result was 359.9 nmol/l. The repeat result was 171.2 nmol/l.